Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2019-13113, 2938836-2019-13114. It was reported that noise, low impedance and crosstalk was noted on right atrial (ra) lead. Noise was stored as noise reversion on right ventricular(rv) lead and the lead exhibited low impedance. Patient is pacemaker dependent and experienced pre-syncope. Programming changes were made. The patient was stable.